Event description:
Physician reported an incident of corneal opacity occurring after instillation of the product into the patient's eye following continuous curvilinear capsulorrhexis. The surgeon stated it was possible that the solution was injected into descemet's membrane. At one day postoperative the patient was observed to have a detached descemet's membrane. Surgeon stated the root cause was possibly related to surgical technique. Two units were received and tested, no abnormalities were seen in the visual inspection of the vials nor in the final analysis of the solutions.